Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/08/2015. The fse found that the tubing through pinch valve pv21 was defective. The fse replaced the defective tubing, which repaired the leak and the flagged results. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a leak from the probe wipe rinse block coulter lh 500 hematology analyzer. The instrument was generating flagged results when the leak was noticed. The volume of the leak was about 100 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(4)